Event description:
Customer was hospitalized for high bgs and was in the intensive care unit. It was stated that the customer was on the pump at the time of the admission. Bgs were treated with insulin drip. Also customer was uncomfortable with the pump and had trouble with the memory loss after batteries were changed.